Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer stated that previously the up arrow did not respond. Customer was advised that pump will need to replaced and return.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened button dome switch. No button error alarm noted during our testing. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip.